Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer¿s blood glucose level was 120 mg/dl. Reportedly, the customer continued to use the pump and had manual injections available as alternate insulin therapy.